Manufacturer narrative:
No unexpected number ramping or scroll anomaly was noted. The buttons responded properly. However, corrosion was found on the keypad traces. The insulin pump had a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 83 mg/dl. Customer stated that the issue with the keypad is that it won't stop scrolling. Insulin pump will need to be replaced. No additional information provided.